Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a long charge time on a patients device. The patient presented in-clinic with no symptoms for a routine follow-up. Upon interrogation there was an alert for max charge time during capacitor maintenance. The device was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.